Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that he was doing well with the implanted system until he began experiencing intermittent and inconsistent changes in stimulation. It was normal for positional changes but it would totally cut out sometimes. There were no falls or accidents reported. An impedance check was done and revealed extremely high impedances. The high impedances were reviewed with the patient¿s healthcare professional who had seen similar impedances during a prior office visit. The issue was not resolved at the time of the report and a surgical intervention was planned. The healthcare professional wanted to perform a lead and battery revision pending insurance approval.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain it was reported there was a sudden loss of stimulation. The patient noted that he had tried all different positions (sitting, lying down, etc) and he could not feel it. The patient tried changing groups and tried turning it up to 6.9 and that did not help either. The patient noted that did not mess with any of his settings so he did not know why it had changed all of a sudden. No trauma or falls were reported that could have been related to the issue. The patient checked the device with the patient programmer (pp) and it showed that stimulation was on. It was noted that the patient had adaptive stimulation on and only 2 groups, a and b, were available. The patient was going to follow-up with his healthcare provider (hcp) to discuss the issue and possibly request reprogramming.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.